Event description:
Procedure: radiofrequency ablation. Reportedly, during a case involving a radiofrequency ablation of hepatocellular carcinoma close to the heart with the cool-tip ablation system, the pt's blood pressure dropped. The radiologist cosidered the ablation successful. Subsequent to the procedure the pt collapsed and expired. The radiologist indicated that he "had not suspected any part of the cool-tip rf system to cause pt's death," and that he suspects that the death of the pt might have been caused by the instant/immediate hypersensitivity to pyrogens. The radiologist reported this event to the company for informative purposes only because he did not feel this was caused by the performance of the device.